Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display has a circle on it and there are air bubbles in the infusion set tubing. The customer's blood glucose reading was 129 mg/dl at the time of incident. Troubleshooting found that the customer was able to perform an infusion set change and eliminate the air bubbles.. Troubleshooting was unable to check for leaks in the tubing as the customer did not have a tubing clamp. The customer was advised to monitor and call back if necessary.